Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. . Only the revised biolox delta ceramic head was returned to zimmer biomet. The returned biolox delta ceramic head presented extensive metal transfer on the bearing surface, likely due to contact with the metal shell after the polyethylene liner fractured. The root cause of the excessive polyethylene wear and early implant failure could not be determined in this case based on the currently available data. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision due to implant wear.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision due to implant wear.

Manufacturer narrative:
(B)(4).